Event description:
It was reported that a bad sensor with the plunger.

Manufacturer narrative:
Other, other text: b5: additional information received on 09- sep-2022: "all I know about this was there was a work order sent to me that this didn't recognize the syringe. I verified the issue and sent it to you for repair. I am sorry I don't have any additional info on this". H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal and had a cracked on right plunger case and bottom case. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Replaced plunger pcb (printed circuit board) and upgraded device software. Replaced all plastic parts of plunger assembly and bottom case due to physical damaged. The cause of the reported problem could not be determined. This issue is known and it might be design related, being investigated in a change order report. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair record., corrected data: d4: correction: model number: 3500.